Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-04483. Related manufacturer reference number 3006705815-2023-05952. It was reported that patient experienced pain at ipg pocket site. During surgical intervention, system diagnostics recorded high impedances on both leads. As a result, both leads and the ipg were explanted and replaced. Effective therapy restored post operatively.